Event description:
Revision surgery due to calcar fracture after about 1 month from primary. The surgeon revised the stem and the head.

Manufacturer narrative:
Batch review performed on 22 July 2026: Lot 1908588F: (b)(4) items manufactured and released on 09-Mar-2020. Expiration date: 2025-Feb-25. No anomalies found related to the problem. To date, (b)(4) items of the same lot have been sold with no similar reported events during the period of review. The 12 remaining devices, were re-sterilized and, to date, (b)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: